Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no device issue at this time. The patient was admitted to the emergency room with a small frontal lobe intra-cerebral hemorrhage. The patient was less than 24 hours post op from the dbs stage 1 lead placement surgery on (B)(6) 2020. The patient also experienced clonic seizure activity. A CT scan was performed on the patient and found the hemorrhage in the left frontal lobe. Both the implanting neurosurgeon and on-call neurosurgeon agreed that no surgical intervention was needed because the bleed was so small and were waiting for it to resolve on its own. The issue was said to be resolved.